Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. While the physician was using a cook medical 13f evolution dilator sheath, a superior vena cava (svc) perforation occurred, requiring intervention for successful repair. The physician chose not to remove the ra and rv leads. He did not attempt to unlock the llds from the leads prior to cutting and capping the lld and rv lead (MDR #1721279-2023-00107), and the lld and ra lead (MDR #1721279-2023-00108), which remained in the patient. The patient survived the procedure. This event captures the lld within the ra lead which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H6): although lld cut/cap is a known risk of complication with the lld, the physician did not attempt to unlock the lld from the ra lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.